Manufacturer narrative:
D4: unique device identifier. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the key was not returned and unable to issue medication. A technical support specialist (tss) confirmed the customer reported a key not returned, preventing medication issue. Logged into medbank myqlink and identified the refrigerator key was not returned under patient. Guided the client to return the key through the patient profile, and the key was successfully returned, resolving the issue. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, key was not returned and unable to issue medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there was no delay or adverse events or injuries reported based on this event.